Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with a coyote fc balloon catheter. No patient complications were reported.